Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of this transcatheter bioprosthetic valve in a patient with pre-existing right bundle branch block and a membranous septum length of 1.5 mm, a pre-implant balloon aortic valvuloplasty was performed. Subsequently the valve was deployed; however, the valve was recaptured as it was deployed too deep. During the recapture, atrio-ventricular (av) block occurred. A pacing lead was placed at a depth of 3 mm, but the av block persisted. The patient left the procedure with the pacing lead still in place. Additional information was received that complete heart block (chb) occurred and a permanent pacemaker was implanted one day following the valve implant.

Event description:
It was reported that prior to the implant of this transcatheter bioprosthetic valve in a patient with pre-existing right bundle branch block and a membranous septum length of 1.5 mm, a pre-implant balloon aortic valvuloplasty was performed. Subsequently the valve was deployed; however, the valve was recaptured as it was deployed too deep. During the recapture, atrio-ventricular (av) block occurred. A pacing lead was placed at a depth of 3 mm, but the av block persisted. The patient left the procedure with the pacing lead still in place.

Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-2329 (lot: 0012224779); product type: 0195-heart valves; implant date ; explant date section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx valve; product ID evolutfx-23 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2025. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.